Event description:
A (B)(4) advia centaur (B)(6) result was obtained on a patient sample and considered discordant when compared to an alternate laboratory non reactive (B)(6) dna result. The customer had sent the patient sample to the alternate laboratory for confirmation testing. The non reactive (B)(6) test result was reported to the physician. There was no known report of patient treatment being altered or adverse health consequences due to the reactive advia centaur hbsag assay result.

Manufacturer narrative:
The cause for the (B)(6) advia centaur (B)(6) result when compared to the non reactive test result from an alternate laboratory is unknown. The customer's quality control results was acceptable at the time of the event. The discordant patient sample is not available for further investigation and the customer has declined a field service visit. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.